Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy for atrial fibrillation with rapid ventricular response. Intermittent far r-wave oversensing was also observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.